Event description:
Pump did not deliver medication as programmed. On routine visit, rn attempted to prime pump as part of routine visit. The pump did not deliver the primed volume stated on screen or in the pump download report. FDA safety report ID# (B)(4).